Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced unexpected battery power loss, damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1711kl. Troubleshooting was performed. Customer reported, receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1711kl was requested. And customer response was, the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected battery power loss noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2024 17:24:18.000 to 06/11/2024 17:38:07.000. (B)(6) 2024 21:13:49.000, 06/11/2024 21:23:00.000. (B)(6) 2024 21:41:45.000, 06/11/2024 21:41:51.000. (B)(6) 2024 21:43:31.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 17:31:01.000 to 06/11/2024 17:37:48.000. (B)(6) 2024 21:41:05.000. (B)(6) 2024 21:41:40.000, 06/11/2024 21:41:45.000. Pump error 23 alarm was found on: (B)(6) 2024 21:42:09.000. (B)(6) 2024 21:43:47.000. Power loss alarm was found on: (B)(6) 2024 21:42:20.000, 06/11/2024 21:42:31.000. (B)(6) 2024 21:44:46.000, 06/11/2024 21:44:57.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected battery power loss, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2024 17:48:00 after more than 7 days at 38.1 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 12:12:00 after more than 7 days at 37.89 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2024 12:21:00 after more than 7 days at 38.73 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 11-jun-2024. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case of the pump during analysis. Customer alleged for unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.